Event description:
As reported by a field clinical specialist, during a tavr procedure with a 23mm sapien 3 ultra valve, the valve was advanced into the thoracic aorta, and valve alignment was performed as usual with no increased forces or anything. The delivery system was flexed 50% and it was advanced across the arch where the wire was stuck/catching on something inside the system. This made it very difficult to control wire. The wire was pressing against the lv apex. The decision was made to deploy the valve and get out. The valve was deployed in good position, and the delivery system and wire were removed. Central aortic pressure was 40mmhg. Tee confirmed large effusion, and the patient was placed on perfusion heart/lung machine. Pericardial window opened up but could not control bleeding so the patient's chest was opened and confirmed a wire perforation in the lv apex. This was closed using pledgets, sutures, and glue. Patient left the room in stable condition.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for resistance with guidewire and subsequent cardiac perforation was unable to be confirmed as the returned device was within specifications. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''delivery system was flexed 50% and it was advanced across the arch where the wire was stuck/catching on something inside the system.'' Evaluation of returned device showed no resistance when inserting a sample guidewire through the sections of the delivery system that were in patie nt contact. While it is possible that the reported resistance was due to the guidewire used during the procedure (e.g. Kinked or frayed guidewire can catch inside the guidewire lumen walls), the guidewire was not returned for further evaluation. Therefore, the reason for the reported guidewire resistance is unknown. As such, due to insufficient information, a definite root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.